Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient developed an infection with vegetation noted on the right ventricular lead. The system (implantable cardioverter defibrillator and lead) was removed. The patient was stable post-procedure. Related manufacturer reference number: 2017865-2019-06198.